Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. The device was returned to olympus for inspection. A definitive root cause of the faulty mother board could not be identified.

Event description:
It was observed that during the device evaluation, the distal end detached from the bending section of the bronchovideoscope. There was no patient involvement.